Event description:
As reported by the distributor, the aorta was incised transversely over the enclose membrane, but the shape of the hexagon membrane could not be maintained. The jaw slid back and hemostasis could not be achieved. The patient's blood splashed onto the surgeon's body. No injury reported.

Manufacturer narrative:
Device was returned to the manufacturer and is currently being evaluated.